Event description:
It was further reported by the patient's fiance that the device had shifted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardiac monitor (icm) could not be interrogated after several attempts by the clinic. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis determined that the telemetry failure was caused by a severely depleted battery. Further testing and evaluation reported normal operation with typical current drain levels and functionality with the device powered by an external supply. There was no confirmation of an abnormal condition that would have caused the battery depletion. No hybrid anomalies were found. Further destructive analysis of the battery was conducted. The anode and cathode separators were thoroughly inspected twice at magnification. No defects were noted in the cell assembly. The internal glass-to-metal seals were also thoroughly inspected. The cell exhibited acceptable pin-to-lid resistance values. No internal battery defects were identified during the destructive analysis of this cell that would account for the premature battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.